Manufacturer narrative:
Device received with no scratches noted on lcd display window. However broken battery thread tube and broken battery cap noted. The test reservoir p-cap was able to lock in place. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board. Device passed displacement test, self test, off no power test and all operating currents tested within the specification. No unexpected charge/battery anomaly or failed battery test were noted. Device passed rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test. No unexpected no delivery alarm or rewind anomaly noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had batteries quicker than it used to when you first got it, pump rejects batteries, rewind takes longer, no delivery, buttons sticking and non responsive. The customer¿s blood glucose level was unknown. The insulin pump will not be returned for analysis.